Event description:
The contact stated the customer's blood glucose was tested and he received a reading of 120 mg/dl. About 30 minutes later, the customer began to experience symptoms of hypoglycemia. His blood glucose was tested and read 20 mg/dl. Paramedics were called, but no info was provided about treatment received. The meter and strips are to be returned for evaluation, and replacement products will be sent.